Event description:
Distributor received a call from police indicating a child zipped himself inside a mattress cover and found unconscious. The child later died and the police investigation has deemed this a tragic accident. There was no malfunction of the product indicated.